Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Clinical review of the medical record shows cardiac arrest as the sole cause of death and no secondary causes. The death was not related to fresenius peritoneal dialysis products

Event description:
A peritoneal dialysis nurse reported that a patient's family was concerned when he did not answer the phone for a few days and called the police. He was found dead and still connected to the liberty cycler. The nurse reported that the patient's primary care physician believed the cause of death to be either cardiac arrest due to his complex cardiac comorbidities or a hypoglycemic event as he was a brittle diabetic. The nurse also reported that the medical examiner stated that renal failure was the cause. The esrd death certificate states the cause of death was cardiac arrest and no secondary causes. The patient was not in hospice care prior to his death.